Manufacturer narrative:
Pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, stained end cap sticker and minor scratches on display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was 177 mg/dl. Customer states that there was a crack in her insulin pump where the reservoir goes in to the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.